Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 7304 bi-ventricular implantable cardioverter defibrillator (ICD), (B)(6) 2009; 5076-52 implantable pacing lead, (B)(6) 2009; 419388 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, oversensing due to non-physiologic signals/sic (sensing integrity counter), and a lead warning alert occurred on (B)(6) 2012. It was further noted that 44 episodes of non-sustained tachycardia (nst) and 26 ventricular fibrillation (vf) episodes of less than 220 ms v-v cycle were recorded between (B)(6) 2013. The maximum svc impedance rises from an approximate baseline of 150 ohms to greater than 12000 ohms during the weeks ending (B)(6) 2012, and (B)(6) 2013.

Event description:
It was reported that the patient received inappropriate shocks. It was further reported that short v-v intervals, interference, and unstable superior vena cava (svc) impedance was observed in the right ventricular lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.